Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose was unknown. The customer stated the pump alarmed during normal use. The customer was advised to monitor pump and battery cap will be replaced.